Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states the chair is hard to turn on and off by the power button.